Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot: n/a, version: (B)(4). A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. There was no problems detected. Fdm10, fdr213, fdc67 are applicable to the system checkout. Logs and archives were returned for software analysis. Pending completion of analysis. Fdm4118, fdr3233, fdc11 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturer representative was pulling up a previously registered demo head to address a previous complaint. The registration had an error metric of 0.9mm, but on the "verify registration" screen, there was a crosshairs error that was greater than 180mm for all areas that the representative selected on the exam. The representative uninstalled and reinstalled the application. After exporting the archive, the representative went back to the "verify registration" screen and the issue was resolved. The error at the crosshairs were back to normal range and the representative was able to view the yellow and green zones of accuracy, using the same registration. There was no patient involvement.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID# 9735737, software version 1.2.0. H3: analysis reviewed archive a and b. In both cases CT-1 and mr-1 were used for registration and planning. Registrations were done with error metric of 0.9mm. Also could not replicate the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.